Event description:
I had an ablation and essure implanted in 2008. I now have abdominal pain, sharp stabbing pain in my abdomen when I sit straight up in a chair, cramping all through the month, constipation, hair loss, fatigue, terrible headaches, joint pain, stomach bloating, passing large blood clots, incontinence and frequent urination, discharge, night sweats. I cannot be sure that this is not old age because I am 49 years but I have many friends who feel much better than I do.